Event description:
The facility reported a colleague infusion pump with a malfunction of pump is malfunctioning. Baxter personnel confirmed this condition as failure code 810:04. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming / setup in the central supply department. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with the malfunction of pump is not functioning was discovered and confirmed in the pump's event history as failure code 810:04 by a baxter service technician. This condition was caused by the pump's air in line (ail) printed circuit board (pcb) being out of calibration. The ail pcb was recalibrated to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.